Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. During inspection, it was noted the device leaked due to a pinhole on the channel tube, the adhesive on the bending section cover was cracked, angulation in the up direction did not meet specifications due to wear on the angle wire, and the universal cord was wrinkled. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. A review of the device history record found no deviations that could have caused or contributed to microbiological contamination. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, information on the reprocessing steps at the customer facility was not provided and third-party culture test results complied with target levels for the device. A definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during routine testing, the endoscope tested positive for microbial contamination. The working channel tested positive for ten (10) colony forming units (cfu) of staphylococcus spp. (Coagulase negative) and four (4) cfu of methicillin resistant staphylococcus aureus. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.